Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis with a final fill volume of 375ccs. The patient experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor siltex round moderate profile 425cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis with a final fill volume of 375ccs. The patient experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor siltex round moderate profile 425cc saline prostheses was performed on (B)(6) 2018. Upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device and on the shell surface siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline- filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).